Event description:
It was reported by the attorney that the plaintiff had a back surgery in 1996. In the course of the surgery vicryl sutures were used. It was alleged by the attorney that the vicryl sutures used were contaminated, thus not sterile, thereby causing the plaintiff to suffer infection and injury.